Event description:
It was reported that leakage occurred at the bd connecta¿ stopcock with extension tubing injection port.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8212978. Our records show that this is the only instance of this issue in this batch of bd connecta. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the samples submitted were subjected to leakage testing; the results from our examination did not find signs of leakage in any of the returned units. Unfortunately without the duplication of the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review. Bd was not able to duplicate and confirm the failure because the samples don¿t shown the reported issue, however, customer reported injection valve leakage; this failure mode was detected in others customer complaints where leakage occurred at the valve port assy. Due to a bad tubing assembly. Engineering team assessed the assembly process finding a worn pin in station 5 that could cause the reported failure mode. This pin is in charge of assembling the gray tubing into the valve housing. Process fmea rm5819 and eura eurap2053001 were reviewed and there are proper controls in place to detect product malfunctions. Based on investigation results to date, for leakage issue (in injection valve) root cause was associated to a bad tubing assembly by station 5 of equipment vh59, therefore, nogales site opened CAPA to perform an investigation and documents corrective actions. CAPA 629955 was opened to investigate.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred at the bd connecta¿ stopcock with extension tubing injection port.